Event description:
It was reported that the insulin pump was placed on a table while the customer took a bath and then it would not turn on. The buttons were unresponsive. The blood glucose reading was 260 mg/dl. Customer was treated with manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed the insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display noted. All the buttons did function properly and no damage on the keypad assembly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner, and cracked reservoir tube lip.